Manufacturer narrative:
Evaluation findings of fiber tip detached. A flexiva 1000 laser fiber was received for evaluation. Visual assessment of the returned laser fiber revealed that there was no exposed glass fiber at the distal tip. Examination under magnification revealed that the condition of the glass tip was consistent with a fracture, indicating that the tip or portion of the tip broke off. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and slightly scattered with an effective transmission of 77.6%. Therefore, the condition of the returned device does not confirm the reported event of laser fiber degraded. All available information indicates that the most probable root cause of the tip detaching is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-03639 pertains to the first flexiva 1000 laser fiber and manufacturer report #3005099803-2015-03640 pertains to the second flexiva 1000 laser fiber. It was reported to boston scientific corporation on (B)(4) 2015 that two flexiva 1000 laser fibers were used during a procedure to break up a bladder stone performed on (B)(6) 2015. According to the complainant, during the procedure, the first flexiva laser fiber (MFR report #3005099803-2015-03639) stopped working. A second flexiva laser fiber (MFR report #3005099803-2015-03640) was used but would not conduct energy. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip broke off.